Event description:
Distal tip of arthrex scopion needle; ref: ar-1399on; broke off inside pt's right shoulder during shoulder arthroscopy. Broken piece was retrieved by surgeon. Post procedure x-ray done and was negative.